Manufacturer narrative:
The complaint was received into the (B)(4) quality department (B)(4) 2011. Following receipt of products, the complaint was transferred to bioengineering for investigation (B)(4) 2011. Root cause: undetermined, it is not possible to confirm that the implant position as no x-rays are provided and this may be one cause of the dislocation. Some edge wear of the bearing is suggested on the liner redlux image. Head/stem disassociation is reported with 9/10 and 12/14 tapers at a low rate. It is not possible to say if the head disassociated from the taper first or the head from the liner. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received; then the complaint shall be investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised due to dislocation.